Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity rx drug eluting stent. The device was removed from packaging as per IFU and inspected with no issues noted. There was no damage noted on the packaging or hoop of the device. There were no difficulties experienced during connection of the luer of the device and the connection with the inflation device or syringe. The device was loaded in through the guide catheter. Difficulties were encountered inflating the device during use. A new indeflator was used however the device would still not inflate. It was then noted that the connector was cracked and contrast was leaking. It was reported that there was a fracture at the luer/hub. The physician used another stent. No patient injury reported.